Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed recorded episodes of inappropriate automatic mode switch (ams) caused by far field r wave over-sensing. No patient symptoms were reported. Further information was requested but not received.